Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The lesion was predilated. Excessive force was not used during delivery it was reported that the stent exited the guide and failed to cross. On withdrawal into the guide, the stent edge got caught and the stent became deformed. The physician could not retry to cross the lesion with that stent. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 36th, 37th and 38th stent wraps, with struts raised and bunched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.